Event description:
User experiencing discrepant potassium results. Exact number pts impacted not provided. Initial results reported, pts not adversely affected. The following examples were provided: pt 1: initial result 6.0 mmol/l, repeat 5.1 mmol/l. Pt 2: initial result 6.0 mmol/l, repeat 5.1 mmol/l. Field service rep determined root cause to be bad solutions 1 and 2 which were replaced. Performance test were performed.